Event description:
It was reported that the lead exhibited noise. It was noted that the patient runs on a treadmill and rides a motorcycle.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.